Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. On the same day as the onset, the patient was hospitalized for the event of peritonitis. On an unreported date, the patient was treated with injection vancomycin (1g, frequency and route unknown) and gentamicin (60mg, intraperitoneally, frequency unknown). The patient outcome was unknown. The action taken with dianeal therapy was not reported. No additional information is available.